Event description:
It was reported the patient experienced pain at the ipg site due to loss of weight. As a result, surgical intervention occurred on (B)(6) 2022, wherein the ipg was repositioned in the pocket to address the issue. No product was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.